Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Please see updated sections: b5,g4, g7, h2, h6 and h10.

Event description:
Device failed in the middle of the procedure.there was no delay on the procedure. The procedure was completed with a backup halo device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device cutting forceps malfunctioned. The handle was stuck and the blade was not extending. The issue occurred during a laparoscopic hysterectomy procedure. According to the reporter, the device was outside of the patient when the problem occurred. The user immediately disconnected the device cords, the activation pedals were cleared when the device sounded to be in continuous coagulation mode. No further details provided regarding the event. No patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device cutting forceps malfunctioned. The handle was stuck and the blade was not extending based on the evaluation, the possible cause for the issue of the halo instrument being in continuous coagulation mode could be attributed to the blue coagulation button possibly getting stuck on the hand piece. As for the issue of handle was stuck, and blade was not extending , evaluation of the device was unable to replicate the phenomenon however found lock was stuck but handle was still able to operate normally. The blade was able to extend but intermittently was unable to retract. The gyrus g400 workstation was not returned with the forceps, which may have contributed to the continuous coagulation phenomenon. Therefore, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.